Event description:
Pfo procedure initiated, but was unsuccessful. Device dislodged and was retrieved with snare without difficulty or complication. The device displayed appropriately and did not malfunction. The pt had no problems following the procedure. Pt will plan any f/u as appropriate.